Manufacturer narrative:
Report number: 1038671-2023-02113 d10 concomitents: (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6) 204-32-01 - fluted stem extension 11l x 12 mm. (B)(6) 1400-ag - cemex gento low viscosity 40g kit. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02113. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2016. Approximately 7 years after the initial procedure the patient had a left knee revision on (B)(6) 2023. The patient has suffered the following injuries and complications: daily pain and discomfort in his left knee. The patient has suffered debilitating injures and damages, including but not limited to prosthesis wear, loosening, pain and discomfort, swelling, osteolysis, gait impairment; poor balance; component part loosening; soft tissue damage; bone loss; bone damage. There is no other patient demographic or medical history available. There is no information on the patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported in (B)(4) cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect and investigation clinical codes.